Manufacturer narrative:
To date, the evaluation of the devices involved in the reported incident has not been completed. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that during a spinal surgical procedure, using the coral pedicle screw system, parts 10-17-0001 and 48-14-6564, the seat of a polyaxial screw assembly was splayed, and three locking screws were split on tightening. As a result, the surgical time was prolonged by about one hour. There was no injury to the pt.